Event description:
Customer reported a low ma error code was displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty snubber pcb. System operates as intended.